Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1499 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the PICC tube was sealed in the child, it was found that there was liquid leakage, and the outer end of the PICC was found to be ruptured, that is, report the length of the guard. After the aseptic operation, the radiology x-ray inspection was performed to determine the tip position. The tip position is displayed under t5 edge.